Manufacturer narrative:
Na

Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a patient. The customer reported there was no patient harm. The respironics service technician confirmed the customer reported problem. The service technician performed back pressure testing of the exhalation filter. The specification is 5-15cmh20. The service technician reported the test results measured 13cm420 pressure, indicating an occlusion. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the expiratory filter. Extended self testing (est) was performed and tests passed to operating specifications. User maintenance contributed to this event due to an occluded filter. Filter replacement must be performed per manufacturer recommendations and specified intervals.